Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 6mmx2.00mm wolverine coronary cutting balloon. During the procedure, it was noted that the balloon ruptured at 10atm. The procedure was completed with a different device. No patient complications were reported.